Event description:
During transport of a possible cardiac patient, an attempt was made to acquire a 12-lead report, the device screen froze. The device operator cycled power to the device, the service light came on and the screen went to yellow with black speckles. A back up device was on scene, the pt was transferred to the back up device and care to the pt was continued. The reporter stated there were no adverse affects to the pt as a result of device operation.